Event description:
It was reported that: the user intubated the patient and ventilated manually. Then the device shut off and nothing was shown on the display. It was not possible to restart the device and manual ventilation was continued.

Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the follow up report.